Event description:
It was reported that high impedance was observed from a system diagnostics test. There are plans to disable the device. No known surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's lead has been replaced due to the high impedance. The explanted device has not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
Information was received confirming that the explanted lead cannot be returned. No additional or relevant information has been received to date.